Event description:
Customer reported that he is unable to complete the rewind/prime sequence. Customer was trying to prime but the insulin pump will not show numbers during manual prime; he has used 3 reservoirs. Customer stated that insulin drops are coming out but numbers not showing. Customer was advised that the issue could be due to the force sensor not recognizing the reservoir. Customer also mentioned he was in the hospital a while ago but it was not related to the insulin pump; it was because of pneumonia; he was taken off of the device for a few days. Blood glucose value was 191 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime due to detached and cracked end cap. Pump received with cracked case at display window corner, battery tube threads, broken reservoir tube lip, minor scratched display window. Pump received with missing segments due to cracked lcd zebra connector.